Event description:
Information from intl. Clinical trial database. Subdural hematoma due to external ventricular drainage. Coils used: model number: x-6-12-t10-mc, product name: nexus morpheus 3-d csr. X-4-512-t10-mc, nexus morpheus 3-d csr. Boston scientific gdc-10 2x6.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information. European registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in another countries, enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.